Event description:
The physician noticed a distal tip malfunction when primarily loading the 0.014" guide wire onto the angiosculpt device. The device was not used in the patient. A new angiosculpt device was used with no adverse outcomes.

Manufacturer narrative:
The device was not used in the patient. The angiosculpt advice was returned for evaluation. Visual evaluation confirmed the distal tip separated from the device but the tip was not returned. Presence of wrinkles were observed on the balloon, transition tubing, and inner member. According to the instruction for use (IFU) for the angiosculpt scoring balloon catheter, retained device components is a possible adverse effect of the procedure.